Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. Clear passage testing, clamp function testing, torque engagement and device to device interaction testing were performed with no issues noted. The spike diameter on the device was found to be within specifications. Leak testing and visual inspection of the device identified a leak originating from a cut in the silicone tubing of the device. The reported leak was verified during evaluation. A CAPA currently exists to investigate reports of damage to transfer sets. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient observed small air bubbles in the middle section of a transfer set, during the therapy. The transfer set was changed 2-3 weeks before the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(6). The date of event and therapy date was reported to be 2 to 3 weeks after receiving the new transfer set. Should additional relevant information become available, a supplemental report will be submitted.